Event description:
The distributor contacted animas on (B)(6) 2013 alleging the down arrow keypad button was unresponsive. There was no reported adverse event associated with this complaint. No further information was available. This complaint is being reported because, at the time of the contact, the keypad malfunction issue remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 04/12/2013- device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, the up and down arrow buttons were unresponsive; the ok and contrast buttons were responsive. During investigation the pump was opened and the keypad flex connector latch was not fully closed.